Event description:
The customer reported that an 840 ventilator stopped cycling while in use on a patient. The hospitals biomed inspected the device and could not duplicate the alleged event. No patient harm reported.